Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe barrel and needle were found bent at a "45 degree" angle of the luer before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2019, before use, the customer found 1ea abg needle and barrel were bent. It bends at a 45 degree angle of the luer."